Manufacturer narrative:
The 6f-7f mynxgrip vascular closure device (vcd) would not advance. There was no reported patient injury. Multiple attempts were made to obtain more information without success. A non-sterile mynxgrip vascular closure device 6f/7f was returned for analysis. Per visual analysis, the device showed that the shuttle was engaged to the black handle, the syringe was connected to the device with the stopcock open, and the sealant and advancer tube were observed to have remained in their manufactured position as received. The procedural sheath that was involved in the reported complaint was not returned with the device. The returned device atraumatic wire distal tip was observed slightly bent/damaged. No other visual damages or anomalies were observed. Per functional analysis, without the return of the procedural sheath, a physical evaluation to determine whether there was damage to the procedural sheath that could have contributed to the reported complaint could not be made. An applicable lab introducer sheath was used to perform the insertion/withdrawal test on the returned product. Although the catheter¿s atraumatic wire distal tip was bent/damaged, the device was able to be inserted/advanced through the lab introducer sheath without issue during the investigation. The returned device performed as intended per the mynxgrip instructions for use (IFU). Per microscopic analysis, that the returned device atraumatic wire distal tip was slightly bent/damaged. A product history record (phr) review of lot f1924101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter inability to advance in sheath¿ was not confirmed during analysis of the returned device. Without the return of the procedural sheath, a complete analysis could not be performed. The cause of the reported event could not be conclusively determined . Vessel characteristics, or damage to the procedural sheath, may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, ¿insert mynxgrip into the procedural sheath up to the white shaft marker. Inflate the balloon until the black marker is fully visible on the inflation indicator. Close the stopcock. Grasp the handle and withdraw the balloon catheter until the balloon abuts the distal tip of the procedural sheath. Continue to withdraw the balloon catheter until the balloon abuts the arteriotomy or venotomy. Align the balloon catheter with the tissue tract. While pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.

Manufacturer narrative:
Please note update to the UDI#. The full UDI# is (B)(4). The lot number was also received and updates were made in sections d4 and h4. The device was returned and was updated accordingly. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6f-7f mynx grip vascular closure device (vcd) would not advance. There was no reported patient injury. The device is expected to be returned for evaluation.